Event description:
It was reported that stent fracture and dislodgement occurred requiring additional intervention. The approximately 87% stenosed target lesion was located in the non-tortuous and mildly calcified common femoral artery. A 6.0x30x135cm express ld vascular stent was advanced for treatment. However, prior to crossing inside the patient's body, stent was broken down and dislodged from the balloon. Arteriotomy was performed to retrieve fragment. The procedure was cancelled, and the patient was discharged without stenting. There were no further complications reported.